Event description:
A surgeon reported that during a surgery of a retinal detachment, the vitrectomy probe cut poorly causing a retinal damage. The probe was inserted into another trocar but it still worked poorly. When taking off the eye, the probe stuck, sucked retina and stopped working. It was impossible to remove the problem surgeon took it off together with the trocar and retina. A hole appeared in retina on the periphery, described as from 9:30 to 12:00 o'clock. A new vitrectomy probe used. The retine was pushed, laser used and procedure could be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).